Event description:
It was reported that on 26 november 2024, a 6f amplatzer torqvue delivery system was chosen for a procedure. According to the technician, the delivery system had a pinhole leak during the test phase of the procedure. During second attempt the device was successfully implanted with the same delivery system. There was no clinically significant delay in procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of fluid leak (delivery system component leak) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported fluid leak could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.